Manufacturer narrative:
Initial reporter phone number removed from grid - failing electronic submission: (B)(6).

Event description:
The customer reported that the "battery is no longer good". There was no adverse patient impact reported.